Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm maverick²¿ balloon catheter was being used and it was noted that "the balloon strats are broken".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick2 balloon catheter. The balloon was tightly folded. The hypotube was completely separated 64cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks throughout the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm maverick²¿ balloon catheter was being used and it was noted that "the balloon strats are broken."